Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. The lead was returned without a reported event. As received, a partial lead (distal portion) was returned in one piece. Final analysis found two internal insulation abrasions in between the shock coils with one breaching the ring electrode cable lumen and one breaching right ventricular cable lumen. The etfe cable coating was not abraded in these locations.

Event description:
This report is to advise of an event observed during analysis.